Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000901, product ID: bi71000469. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that during a case, the system made a loud popping noise inside the gantry. The logs were review, and there were tube errors. The surgery was not aborted; however, imaging and navigation was aborted. No impact on patient outcome. The length of extended surgical time was less that 1 hour.

Manufacturer narrative:
H3: the generator control board was returned to the manufacturer for analysis. Analysis found that the system did make a loud popping noise from inside the gantry. After review of the logs, there were tube errors. The generator control board was installed into a test system. It failed to fully boot; the generator was beeping and would not ready. After checking the generator error logs, the generator logs displayed error 16: small element current out of range error. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000222, serial/lot #: (B)(6) rev. F, ubd: unknown, UDI#: unknown. H2: additional information added in b5. H3: the x-ray tube was returned to the manufacturer for analysis. Analysis found that the tube and tank wells showed signs of damage. Visual inspection confirmed, a damaged tube. A crack was found in the cathode. Analysis found that the reported event was related to a physically damaged electrical component. The tank was returned to the manufacturer for analysis. Analysis found that the tube and tank wells should signs of damage. Visual inspection confirmed, a damaged high voltage (hv) tank. Cracks were found in the cathode and anode chamber. Analysis found that the reported event was related to a physically damaged electrical component. H6: fdm b01, fdr c02 <(>&<)> c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, that the issue happened upon boot up. Without the patient in the room.

Manufacturer narrative:
A medtronic representative, went to the site to test the equipment. Testing revealed, that the generator logs found a filament out of range. Resulting, in beeping from the generator. A representative, then returned, at a later date. And subsequently, replaced the x-ray tube, generator interface board and high voltage (hv) tank. The imaging system, then passed the system checkout. And was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.